Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, swelling, and stiffness.

Event description:
Patient reported "less swelling and pain in right breast." Patient later reported "on examination: the right breast is slightly stiff and hard (baker contracture I) " ¿minimal amount of fluid surrounding the implants". The device remains implanted.